Manufacturer narrative:
B5: additional information added. H6: patient code corrected from 'hypersensitivity/allergic reaction' to 'no clinical signs, symptoms or conditions'.

Event description:
It was reported via patient call center that the patient has an allergy to a component of the implanted device. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient reports having an allergy to nickel, which is a component of the implanted closure device, and will need to have the closure device removed. It was further reported from the physician that the patient is doing well and the physician does not recommend any intervention or removal of the closure device at this time. It was further reported from the physician that the patient did not experience any allergic reaction. There is no allegation against the watchman device. This complaint is withdrawn.

Event description:
It was reported via patient call center that the patient has an allergy to a component of the implanted device. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient reports having an allergy to nickel, which is a component of the implanted closure device, and will need to have the closure device removed. It was further reported from the physician that the patient is doing well and the physician does not recommend any intervention or removal of the closure device at this time.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported via patient call center that the patient has an allergy to a component of the implanted device. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient reports having an allergy to nickel, which is a component of the implanted closure device, and will need to have the closure device removed.